Manufacturer narrative:
(B)(4). Date sent: 1/12/2021. See h11 for corrected data on h2, additional information received. H11=corrected data=h2. H2: additional information received: please confirm, were there any patient consequences? If yes, please describe. No patient adverse reported, case was completed as expected

Manufacturer narrative:
(B)(4). Date sent: 1/12/2021. D4: batch # u94w3x. H6: component code: others (g07). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing was conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed nine conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: please confirm, were there any patient consequences? If yes, please describe. Please provide the status of the device(s) as it has not been received for analysis.

Event description:
It was reported that during a lap chole case, the clipper didn¿t fire for the first few firings. Then a couple of clips came out but were not closing properly. It is unknown how procedure was completed. Patient consequence was not reported.